Event description:
It was reported during implant visual inspection revealed insulation damage on the right ventricular (rv) lead. The physician elected to use another lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended.